Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
Evaluation summary: evaluation determined that the pump coupling was defective.

Event description:
Customer stated that during case preparation (removing air from the sterile tubing) the customer noticed that the pump was not providing adequate fluid flow rate.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.